Event description:
Revision surgery was performed on (B)(6) 2025 due to scapular notching. Previous surgery was performed on (B)(6) 2023, however no complete information regarding original implant was available. During revision the existing smr reverse humeral body (part number: 1352.15.010) and reverse liner +3mm (part number: 1360.50.815) were removed and replaced with a 140° reverse humeral body short (part number: 1352.15.015) and a thicker reverse liner +6mm dia 36mm (part number: 1360.54.820). Surgery was completed as intended. Patient is female, date of birth on (B)(6) 1950. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.